Event description:
It was reported the patient had renal and respiratory failure. It was not due to the pump. The hospitalization was not pump related. The outcome was noted as serious life threatening injury/illness. The patient recovered without sequelae. The pump was delivering lioresal.

Manufacturer narrative:
Product ID, 8709sc, lot# n181455014, implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a "swollen stomach". The reporter stated that patient had a "high stomach." The swollen stomach was noted "to follow pump and catheter implant". (Manufacturing registry showed a pump implant date of 2008, so it was unclear if a pump revision had been performed since the initial 2008 implant) reporter stated they were questioning a possible reaction to the pump material. Patient had also "been in the hospital 8 times in the last year". The patient's airway kept "filling up with secretions and the healthcare providers needed to suction it out" by inserting a tube in the throat. There was a possibility that a tracheostomy tube insertion. Diagnostic imaging had been done for the patient's stomach, however the x-rays "have never found anything wrong with the patient's stomach area". Additional information has been requested, however, was not yet available at the tim e of this report

Manufacturer narrative:
(B)(4).